Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump was only displaying the version and nothing else on the screen. Customer's blood glucose was unknown. Customer reported that part of the o-rings and battery and reservoir compartments were missing. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump received with cracked case at display window corners, broken battery tube threads, cracked reservoir tube, broken reservoir tube lip and minor scratched display window.